Event description:
Complainant alleged that during functional testing by a dist, the device was unable to detect the attached multi-function cable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for eval and this complaint is still under investigation.